Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate customer continued to use the existing cartridge. Customer¿s blood glucose level was 162 mg/dl.